Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered inappropriate shocks due to atrial tachycardia. This patient also reported to have experienced discomfort and abdominal pain since last follow up as their device was interrogated. Technical services discussed function of device interrogation and referred the patient to clinician for symptoms. This device remains in service. No additional adverse patient effects were reported.